Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. There was no alleged device malfunction contributing to the irritation. The irritation was on the patients back. The patients nurse applied patches to the area and the skin condition improved.